Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt ((B)(6)) experienced discomfort at his ipg site in (B)(6) 2010. The pt's general practitioner noted that the ipg site was red and prescribed the pt a course of prophylactic antibiotics. The pt stated that he felt unwell over the next few weeks, and in (B)(6) he had developed a boil in his groin area which was presumed to be related to an infection. The physician checked the pt into the hospital to investigate and remove the pt's ipg. The physician reported finding pus and fluid at the ipg pocket site; culture results revealed a (B)(6) infection. The ipg was explanted on (B)(6) 2011. The pt has managed the infection and pain with drug therapy. The explanted ipg will not be returned for analysis.